Event description:
It was reported that the customer passed away in a hospital. The cause of death was intracranial hemorrhage. The customer was hospitalized on (B)(6) 2014 due to a fall. The customer had heart disease. The customer's blood glucose at the time of passing was unknown. The customer was not wearing the insulin pump at the time of death. The customer was off the insulin pump for three days prior to passing; it was removed by the emergency workers. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the device for analysis. No further information is available at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.